Event description:
It was reported that during pulse field ablation (pfa) procedure using a faradrive sheath blood leaked from the valve. When a non-boston scientific mapping catheter was inside the sheath blood was observed to be dripping from the valve leak. When the farawave pfa catheter was inside the sheath there was no dripping. Ultimately the sheath was replaced with another faradrive sheath. The procedure was completed with no patient complications. The sheath has been received by boston scientific for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Additionally, laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the hemostatic valve tear, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Additionally, the flush lumen issue was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented.

Event description:
It was reported that during pulse field ablation (pfa) procedure using a faradrive sheath blood leaked from the valve. When a non-boston scientific mapping catheter was inside the sheath blood was observed to be dripping from the valve leak. When the farawave pfa catheter was inside the sheath there was no dripping. Ultimately the sheath was replaced with another faradrive sheath. The procedure was completed with no patient complications. The sheath has been received for analysis.